Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the his bundle lead was screwed into the myocardium and withdrawn without unscrewing due to a short distance of the lead helix and the cardiac shadow causing damage to the myocardium. It was noted that no hemodynamics was observed, and the echocardiography showed no pericardial effusion. The lead was not used, and another lead was implanted. No further patient complications have been reported as a result of this event.